Event description:
Attempted to place a PICC line on the right side, pulled PICC line out of the patient due to not being able to thread past the shoulder. Re-inspected wire after pulling PICC out of the patient, and noticed fracture in the wire during the inspection. Tied tourniquet order chest x-ray and ruled out any foreign body still in the patient. Initial inspection did not show a fracture. Fracture occurred outside of the patient.